Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted that electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds resulting from a lead perforation. It was further determined that the patient suffered cardiac tamponade and a pericardial effusion. The patient underwent pericardiocentesis for blood accumulation around the heart. The ra lead was revised within the atrium. Shortly thereafter, the patient presented to the hospital again. It was determined that the patient exhibited pericarditis from the original perforation. In addition, the ra lead had dislodged in the atrium. After several attempts at repositioning, the ra lead continued to fall. The physician decided to explant and replaced the ra lead successfully. No further patient complications have been reported as a result of this event.